Manufacturer narrative:
Complaint conclusion: during the procedure, the smart flex (10x60 vas 80 cm) stent was inserted in the patient; however, the stent partially deployed. Another stent was used to complete the procedure. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was returned for analysis. A non-sterile unit of smart flex 10x60 vas 80 cm stent system was returned. Per visual analysis the device had been deployed. The hemostasis valve was open. No other anomalies or damages were noted. Per functional analysis the unit was flushed and inner member deployment/retraction process was performed without any difficulty. Usable length was not measured since functional analysis was performed successfully. A device history record (DHR) review of lot 39672 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - partial deployment¿ could not be confirmed as the device was returned for analysis but had already been deployed. The exact cause of the reported event could not be conclusively determined since during the functional analysis, the deployment mechanism of the received product demonstrated to have working correctly. Vessel characteristics, although unknown, may have contributed to the reported event as vessel tortuosity may have an adverse effect on stent deployment. According to the safety information in the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion: during the procedure, the smart flex (10x60 vas 80cm) stent was inserted in the patient; however, the stent partially deployed. Another stent was used to complete the procedure. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A device history record (DHR) review of lot 39672 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿stent delivery system (sds)-ses deployment difficulty - partial deployment¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics although unknown may have contributed to the reported event as vessel tortuosity may have an adverse effect on stent deployment. According to the safety information in the instructions for use ¿if resistance is encountered at any time during the insertion procedure, do not force passage. Resistance may cause damage to stent or system. If resistance occurs during movement through the sheath, carefully withdraw the stent system. Once stent deployment has begun, the stent must be fully deployed. The system is not designed for stent repositioning or recapturing. If resistance is felt when initially retracting the outer deployment sheath, do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Event description:
It was reported, during the procedure, the smart flex (10x60 vas 80cm) stent was inserted in the patient; however, the stent partially deployed. Another stent was used to complete the procedure. There was no reported patient injury. The product was clinically used and will not be returned for analysis. Multiple attempts to gather additional information have been made and have been unsuccessful.